Event description:
Additionally, healthcare professional reported capsular contracture baker grade iii (hardened breast, the prosthesis can be easily palpated and its distortion visible and ¿bilateral peri implant fluid. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional data: b.5., b.6., d.1., d.2., d.4., d.6., d.7., g.5., h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "implant is ruptured" and "feeling shortness of breath, but patient does not know if it is caused by anxious due to the news or due to implant." Device remains implanted.